Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to placement. The patient underwent a pocket revision. The patient was doing well postoperatively.